Event description:
A malfunction alarm identified as "malf 9" was reported, but there were no notable events before it occurred. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the caller by providing pump reset information and helping to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction reappeared.